Event description:
It was reported that the device was found in back-up mode after delivering high voltage therapies. Oversensing of noise was observed on the right ventricular (rv) lead. Lead damage was suspected on the rv lead. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2024-00250.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in three pieces. Visual inspection of the lead found clavicular crush fracturing all eight filars of the inner coil and damaging all cable lumens at the middle region of the lead. The cause of the reported events was due to fractured inner coil and damaged cable lumens consistent with clavicular crush.